Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that high lead impedance was noted with systems and normal mode diagnostics testing at an office visit. Vns programming history received from the reporter did not identify high lead impedance in the programming history. Vns revision surgery is planned, but a surgery date has not been set. Attempts for further information are in progress.